Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, the surgeon was able to press the green button and was able to squeeze the handle but the stapler was unable to fire. In order to complete the case they used scissors to dissect around the staple line and they were able fire across stomach. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.